Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with corneal oedema with descemet folds. Slight descemental wrinkles were observed one day post-operatively and 14 days post-operatively there were significant descemet folds present. The patient was prescribed dexafluid and dexagel which improved patient's symptoms at 4 weeks post-operatively; however, a decline in symptoms was observed 5 weeks post-operatively so the patient has been referred for further evaluation. The rayone emv rao200e iol remains implanted. The information received indicates that the patient underwent bilateral iol implantation and that the issue affects both eyes which may indicate a patient factor in the onset of reported symptoms; however, there is insufficient evidence and information available to establish root cause. Our review of production records for the rayone emv rao200e batch 113228767 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113228767.

Event description:
On 16th may 2024, rayner received notification from a healthcare facility in german of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient developed corneal oedema with descemet folds.